Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuing low blood glucose. Customer addressed low blood glucose levels with glucose tablets. Customer had lost weight and healthcare provider prescribed adjustment to pump basal rate to address the issue.